Event description:
Placed iliac leg noticed a slight endoleak, post angiography. Distal diameter of the graft measured 24 millimeters. A decision to place a main body extension in order to seal the leak resulted from the available leg extension being too long to place. Endoleak was sealed. No adverse effect to the pt.